Event description:
It was reported to philips that the system did not startup completely. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips field service engineer (fse) inspect the system onsite and found that the isb (image storage board) was failed. Upon troubleshooting actions, to resolve issue fse cleaned isb (image storage board) and hdd. Fse replaced isb (image storage board) in another case. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.